Event description:
Three devices (a foley catheter-like treatment probe which uses a bladder retension balloon), were noted to not deflate during a routine pre-treatment eval of probe function. The devices were not used during treatment, and were returned to the MFR for eval. The devices were not involved in a pt treatment procedure.